Event description:
Procedure performed: robotic fulguration of endometriosis event description: "a 5mm endocatch bag was inserted through a laparoscopic port and upon release of the bag the mechanism failed and the mechanical parts of the bag fell into the patient abdomen. 2 metal prongs and 2 pieces of plastic were recovered. Endp catch bag ref. Number: (B)(4) , lot number: 1477225" additional information was received on (B)(6) 2023 via email from [name], director surgical services, [facility] no apparent harm/injury to patient. Patient was discharged. A new endocatch bag was opened for the case. Product is "sequestered". The bag fell immediately upon the full deployment of the actuator. The actuator was pushed forward, retracted, and then fully deployed. The internal sheath remained attached to the bag (did not fully detach as intended). Intervention: pieces were recovered and a new endocatch bag was opened for the case patient status: no apparent harm/injury.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided following the completion of the investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, without the tissue bag and one of the metal supports. Visual inspection confirmed the complainant¿s experience of specimen bag falling off the metal supports. Based on the condition of the returned unit and the description of the event, it is possible that the actuator was retracted prior to full actuation, which resulted in the tissue bag falling off the metal supports. The probability and criticality of harm resulting from this event have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: robotic fulguration of endometriosis event description: "a 5mm endocatch bag was inserted through a laparoscopic port and upon release of the bag the mechanism failed and the mechanical parts of the bag fell into the patient abdomen. 2 metal prongs and 2 pieces of plastic were recovered. Endp catch bag ref. Number: cd003, lot number: 1477225." Additional information was received on 15sep2023 via email from [name], director surgical services, [facility] no apparent harm/injury to patient. Patient was discharged. A new endocatch bag was opened for the case. Product is "sequestered". The bag fell immediately upon the full deployment of the actuator. The actuator was pushed forward, retracted, and then fully deployed. The internal sheath remained attached to the bag (did not fully detach as intended). Intervention: pieces were recovered and a new endocatch bag was opened for the case. Patient status: no apparent harm/injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, without the tissue bag and one of the metal supports. Visual inspection confirmed the complainant¿s experience of specimen bag falling off the metal supports. Based on the condition of the returned unit and the description of the event, it is possible that the actuator was retracted prior to full actuation, which resulted in the tissue bag falling off the metal supports. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified. The probability and criticality of harm resulting from this event have been evaluated and were found to be at an acceptable level. This report is a follow-up to medwatch# 0502420000-2023-8023, which is a duplicate of MFR report number 2027111-2024-00835, originally submitted on september 20, 2024.

Event description:
Procedure performed: robotic fulguration of endometriosis. Event description: "a 5mm endocatch bag was inserted through a laparoscopic port and upon release of the bag the mechanism failed and the mechanical parts of the bag fell into the patient abdomen. 2 metal prongs and 2 pieces of plastic were recovered. Endp catch bag ref. Number: (B)(4)., lot number: 1477225". Additional information was received on 15sep2023 via email from [name], director surgical services, [facility] no apparent harm/injury to patient. Patient was discharged. A new endocatch bag was opened for the case. Product is "sequestered". The bag fell immediately upon the full deployment of the actuator. The actuator was pushed forward, retracted, and then fully deployed. The internal sheath remained attached to the bag (did not fully detach as intended). Medwatch uf/importer report #0502420000-2023-8023. Received by email from FDA on 12sep2024 patient age 27 years. A 5mm endocatch bag was inserted through a laparoscopic port and upon release of the bag the mechanism failed and the mechanical parts of the bag fell into the patient abdomen. 2 metal prongs and 2 pieces of plastic were recovered. Endo catch bag ref. Number: (B)(4)., lot number: 1477225. Medwatch report identifies event date as sep2023, no exact date given. Intervention: pieces were recovered and a new endocatch bag was opened for the case. Patient status: no apparent harm/injury.